Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user lost access to sound with the device suddenly on (B)(6) 2018. There was no accident or trauma reported. A follow-up appointment has been scheduled for (B)(6) 2018.

Manufacturer narrative:
A fatigue breakage of lead wire of the conductive link is suspected to be the root cause of device failure. As the device has been received incomplete the exact location of the fractures could not be determined. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. This is a final report.

Event description:
The recipient lost access to sound with the device suddenly on 1(B)(4) 2018. There was no accident or trauma reported. The recipient was re-implanted